Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - cover glass of the ccd is filled with foreign objects. - component failure of the distal end cover glass. The cover glass of the lg is chipped. The insertion part is dented. Component failure of the insertion section. Component failure of the universal cord. The rear end of the light guide bundle is broken. Component failure of the lg bundle. Component failure of the main body. - component failure of the electronical component. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the images flickering could be due to the failure of the universal cord and the electronical components failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced image flickering, during inspection for use. There were no reports of patient involvement.